Event description:
It was reported that on remote monitoring the shock impedance of the implantable cardioverter defibrillator (ICD) system increased from 110 ohms to 130 ohms. Technical services review of the device data showed that at implant the shock impedance had been 80 ohms and for the past few years the trend had been holding at 110 ohms to 120 ohms, with some outlier measurements. At this time, it was planned to keep monitoring the value. The right ventricular (rv) lead remains in service.